Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6.1 has a row c that has failed every cubie on the row. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6.1 row c was not detected on the bus. A field service engineer inspected the device and found that the row board lights were off. The station was shut down, the pockets were removed, and the side panel was opened to replace row board c. After the fse replaced row board c and reinstalled the pockets in the drawer, the system was booted into the hardware test application (hta). A field test on drawer 6.1 was completed successfully station was shut down for 10 minutes and then rebooted into the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6.1 has a row c that has failed every cubie on the row. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.